Manufacturer narrative:
Continuation of d10: product ID: cls-3000-18fr; product lot/serial number (B)(6); product type: compression loading system; implant date: na; explant date: na; product ID: dcs-c4-18fr; product lot/serial number (B)(6); product type: delivery catheter system; implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiogram results revealed moderate paravalvular leak (pvl). Two post dilation's were performed (22mm and 25mm balloon), which resulted in mild pvl. No adverse patient effects were reported. Additional information was received that following the implant, the patient developed left bundle branch block. No treatment was given. Additional information was received that 1 year posts implant the patient¿s echo showed moderate paravalvular regurgitation. Not treatment was given. No additional adverse patient effects have been reported. Additional information was received indicating that approximately one year post implant total aortic regurgitation was noted to be mild and no treatment was prescribed. No other adverse patient effects were reported. Additional information received indicated that the moderate paravalvular leak (pvl) resolved 9 days following the identification of the moderate pvl. Approximately 1 year following the onset of the left bundle branch block (lbbb) and electrocardiogram (ECG) was performed and was absent of the lbbb. As result, the lbbb was reported as resolved.